Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed, and no product issue was identified. The medium-large clip applier was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed the clip test and was fully functional. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier would not clip. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. Patient was having a robotic cholecystectomy on (B)(6) 2023. When deploying the green medium-large clip, the surgeon was not able to close the instrument completely and the clip did not secure the tissue. Nothing was wrong with the instrument prior to usage. The instrument was removed from the patient, and another medium-large clip applier was used to finish the procedure without further incident.